Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Manufacturing reference number 3006705815-2021-01786 should not have been reported as a medical device report (MDR) after additional information received indicated that the surgeon does not think the ipg is causing the issue; patient has bulging discs that are likely contributing to the pain. At this time surgical intervention is not planned; therefore, the potential for serious injury is not present.